Event description:
Customer called to report the batteries did not last longer. Also it was stated that the bgs were high and there was frequent error alarms on display. Troubleshooting was performed. Device passed testing. However, new batteries were installed and by the end of the call the customer again had a low battery alarm.